Event description:
It was reported that pt went hiking and fell off a cliff and the insulin pump had cracks. Troubleshooting was done. Customer's blood glucose was unk. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.